Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient developed an infection and the pump was subsequently explanted. It was noted that the pump was functioning fine and the infection was unrelated to pump therapy.